Manufacturer narrative:
Multiple attempts to obtain additional information have been unsuccessful. Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the exact cause of this event and the cause of death have not been confirmed. There is no indication or allegation that the annular rupture was due to an edwards device malfunction. Risk factors typically associated with annular ruptures were not reported as being present. Despite multiple investigational attempts, additional information has not been received. Without pre-screening information and procedural imaging, the cause of the event will remain unknown. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transfemoral tavr procedure an annular rupture requiring surgical repair, occurred. After valve deployment the patient became hemodynamically unstable. A pericardial effusion was noted on echo. The patient's pericardial space was drained via needle aspiration and then pigtail insertion. The patient started to stabilize, but then started to become hypotensive and bradycardic. It was noted that the effusion had returned. The cause was not yet known and the echo did not show an aortic rupture. The blood in the pericardial space was assessed via abg and was determined to be arterial. The heparin was reversed and it was thought that there was most likely an lv perforation may be from the wire. With more difficulty keeping the patient hemodynamically stable, CPR was initiated and peripheral cardiopulmonary bypass was also initiated. Sternotomy was performed to determine the cause; aortic rupture was identified beneath the annulus at the level of the rcc and ncc. The root was replaced, the sapien valve was removed and a surgical aortic valve was placed. The patient was able to be weaned off of cardiopulmonary bypass and was transferred to ICU. There was no calcium in the lvot, no chronic steroid use, no bulky leaflets, the valve was not oversized >20%. The root was not calcified and the sinuses were not effaced. The patient expired the next day; the cause of death is still under investigation.

Manufacturer narrative:
(B)(4). Investigation of this event is ongoing.